Event description:
Reference number (B)(4). Event occurred in saudi arabia it was reported that the patient experienced infusion set fell off while playing due to tape not sticking event on (B)(6) 2026. The site of insertion was thigh. No further information available.